Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was 504-555 mg/dl with reported ketones. Elevated blood glucose level was address by a manual insulin injection. Ultimately, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.